Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported a code on their ptm, 8474 (pump reset). The patient stated they saw a reset with a safe state and the pump was in min rate mode. The patient also reported the low reservoir alarm date ¿reset to 2000¿. The company representative would confer with the patient and the healthcare provider. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.